Manufacturer narrative:
(B)(4). The cause of this peritonitis was reported to be a use error, which was due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The peritonitis was manifested by cloudy bag and abdominal pain. The break in aseptic technique was further described as the pt did not wear a mask. The day following the onset of peritonitis, the pt was treated with fortaz ip, 1gm, daily and ancef ip, 1gm, daily ip for peritonitis. The pt was not hospitalized for the event. On an unknown date in the same month as the event, the pt was retrained in aseptic technique. At the time of this report, the pt was recovering from the peritonitis event and pd therapy was ongoing. Additional information was requested but is not available.